Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, tube push off was seen with 400 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: additional phone number was provided as follows: (B)(6). Investigation summary: bd received one (1) photo for investigation, which did not show the reported tube push-off issue. Additionally, ten (10) retained samples were used for functional tests, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.